Event description:
(B)(4). It started with eye irritation and soreness. Then dry eyes and non-stop inflammation. Now I have - dry eyes. Painful and swollen joints, painful tailbone, rheumatoid arthritis ((B)(6) 2016), bloating and nauseous, severe scar tissue in uterus (removed (B)(6) 2015), hbp, random abdomen pain, random bleeding, painful intercourse, dryness and burning, low drive, itchy breast, migraines, floaters in vision, bleeding w bowel movement, back and muscle pain, night sweats ((B)(6) 2016), heartburn, leg cramps and restless legs, vibrating feeling in lower area, weight gain, extreme fatigue.